Manufacturer narrative:
Event date (B)(6) 2018. Report date 08/16/18. The customer was provided a quote for a replacement touchscreen. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported the touchscreen was defective. There was no patient or user harm reported. The event date was not specified; estimate used.